Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the small tank on the cooler heater unit drained and pulled air into the system stopping the water flow. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequence to the patient.

Manufacturer narrative:
The complaint was confirmed by the field service rep (fsr). The fsr found that solenoid valve 5 was not operating completely. After he replaced the valve, the unit was tested to MFR's specifications and was returned to clinical use. The fsr returned the suspect valve to the MFR for eval. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.